Event description:
It was reported frost on the shaft of the needle occurred. During treatment of a fibrous dysplasia mass of the femur, two icesphere 1.5 cx 90 degree cryoablation needles were used. Ice was seen on the needle shaft of one of the icesphere needles. The patient skin was protected during the case to prevent skin ulceration. The procedure was completed without patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis. The device was connected to the console and a freeze test was ran. During the freeze test the needle temperature was below specifications and indicates an insulation deficiency. The device was disassembled for further testing. Under microscopic inspection there were no visible soldering gaps or voids found when looking at the joint to shaft soldering. Under microscopic inspection there was also no evidence of soldering flux residuals or corrosive signs on the vacuum sleeve's external surfaces. A vacuum sleeve insulation test was performed and showed ice forming on the entire sleeve. This indicates insufficient thermal insulation of the needle and confirms the sites complaint of frost on shaft.

Event description:
It was reported frost on the shaft of the needle occurred. During treatment of a fibrous dysplasia mass of the femur, two icesphere 1.5 cx 90 degree cryoablation needles were used. Ice was seen on the needle shaft of one of the icesphere needles. The patient skin was protected during the case to prevent skin ulceration. The procedure was completed without patient complications.